Event description:
It was reported a transient ischemic attack (tia) and device related thrombus occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023 the patient was admitted to the hospital following an occurrence of diplopia and suspected tia. Magnetic resonance imaging (MRI), saline contrast study, and electrocardiogram (EKG) were performed and MRI identified shower emboli. The tia symptoms subsided and the patient was administered intravenous heparin. Four (4) days post index procedure, the patient was discharged with instructions to continue rivaroxaban. During a routine follow up examination in (B)(6) 2023, transesophageal echocardiogram (tee) identified a mobile thrombus on the mitral shoulder of the closure device. An additional follow up tee will be performed in two months to check the status of the thrombus.